Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a ureteroscopy procedure. There was no patient information reported or able to be obtained according to the complainant, during the procedure when the physician tried to extract the stone, the basket broke at the sheath level. The procedure was completed with another gemini stone retrieval basket. There were no complications reported to the patient. Attempts to obtain additional information were unsuccessful.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a ureteroscopy procedure. There was no patient information reported or able to be obtained according to the complainant, during the procedure when the physician tried to extract the stone, the basket broke at the sheath level. The procedure was completed with another gemini stone retrieval basket. There were no complications reported to the patient. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Device available for evaluation: received, not yet evaluated. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Analysis of the returned gemini stone retrieval basket revealed the outer sheath and sub-assembly wire were detached from the handle approximately 6.1cm from the distal end of the black heat shrink, and the detached fragment of the working length was kinked significantly. The broken ends of the sub-assembly wires were inspected under the microscope and appeared consistent with those cut by a sharp object; the torn ends of the outer sheath were the same. The basket remained attached to the sub-assembly wire and all of the basket wires were present and attached; with two of the basket wires broken approximately 2mm from the proximal end of the basket tip. Further visual assessment noted the basket was severely kinked. The basket was inspected under the microscope to find laser burn marks on the wires. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to procedural or anatomical aspects; therefore, the most probable root cause for this complaint is operational/physiological context.